Manufacturer narrative:
Add'l info regarding product eval is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a cataract extraction and vitrectomy procedure, the phaco was not working. Another system was used to conclude the cataract extraction procedure following a 40 minute delay. In a f/u, the nurse reported poor aspiration was experienced while removing mature cataract. There was no injury to the pt.